Manufacturer narrative:
The investigation has been completed. The console (ic1691) was sent back for further investigation. The root cause of the purge system failure alarm was most likely build-up of glucose on the stepper motor gasket. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller experienced a controller error yellow alarm. No clinical details regarding resolution or patient involvement/condition were provided. No patient was involved.